Event description:
Report received from the USA stating that the motor device was "heating up." The reporter was not able to provide information on the relation of the reported condition to the surgery. The reporter stated that there were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. A supplemental report will be sent upon completion of the evaluation.